Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 227 mg/dl. It was stated that the customer changed the infusion set two days prior to being admitted, and the fixed prime was not delivered at that time. It was also stated that the insulin pump was alarming motor error on the day of the event. The insulin pump was not exposed to a high magnetic filed. However, the insulin pump continues to alarm motor error. Advised the caller that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.